Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient, a premature infant with congenital heart disease, was admitted to our department. On (B)(6) 2026, a needle-free closed infusion connector with a septum was used to connect the PICC line for infusion therapy. All was normal. On (B)(6) 2026, while preparing to administer medication and flushing the catheter, the nurse discovered leakage at the needle-free closed-system infusion connector. The device was rendered unusable. The connector was immediately replaced, and after verification of proper function, treatment continued without further incident.

Manufacturer narrative:
Investigation summary: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No related quality issues or deviations were found during the manufacture of the subassembly batches.

Event description:
No additional information.